Event description:
It was reported that the patient call ems (emergency medical services) and was taken to the ER (emergency room) with hypoglycemia and numbness in the feet. The patient's bg (blood glucose) levels decreased to 50 mg/dl and were trending down after delivering a correction bolus of 8 units for bg reading of high. The patient reported treating the hypoglycemia with 4 bottles of gatorade prior to calling ems. Bg was up to 210 mg/dl when patient arrived at the ER. The patient was treated with IV (intravenous) fluids in the ER and released within 3-4 hours. Patient reported wearing the pod longer than 48 hours and that the pod had fallen off at home prior to being transported to the ER for hypoglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.